Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
During a chemotherapy infusion, approximately 10 cc of drug leaked right above the texium luer on secondary IV set, it was noted that the leakage was from the "green connector". There was no report of patient harm.

Manufacturer narrative:
Concomitant products: 100ml baxter bag ndc 0338-0017-18, lot p345074, exp jan 2018, 5% dextrose. Therapy date (B)(6) 2016. The customer¿s report of tubing leak was not confirmed. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. No anomalies were observed on the set. Functional and pressure testing resulted in fluid flowing through the set. There were no signs of leaking anywhere on the set while the tubing was manipulated at each engagement. The root cause of the customer¿s report of tubing leak was not identified.